Event description:
The ge oec 9800 fluoroscopy system would lock-up during procedures using the cine disks.

Manufacturer narrative:
A ge oec service rep investigated the issue and reloaded software and re-formatted the cine disks to restore proper function. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.